Manufacturer narrative:
The device is used for treatment, not diagnosis. Implant date - an unknown day in (B)(6) 2013; explant date - an unknown day in (B)(6) 2013; date manufacturer received 10/8/2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part lot number was provided. Placeholder.

Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4) via standard mail on october 8, 2013 reporting the following event: a 4-hole locking compression plate used for an open reduction internal fixation of a right bimalleolar ankle fracture implanted on an unknown date in (B)(6) 2013 reportedly broke and was removed on an unknown date in (B)(6) 2013. The date of event is reported as (B)(6) 2013. Patient outcome following the procedure was not provided. No additional details were provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6).

Event description:
Photo of plate taken by synthes revealed broken screw hole. It is unknown if the screw was broken at this screw hole and/or if a screw was placed in the broken hole at this time. Facility noted: the patient jumped off a 40 foot bridge and the break was post-operative.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A product development evaluation was completed. The product drawing was reviewed during this evaluation. The plate was fabricated from cold worked, implant quality electro-polished 316 stainless steel which is typical material used for the plate of this type. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. It was determined that this failure was caused by excessive forces acting on the plate as a result of unforeseen circumstances in the form of the patient jumping from a 40 foot bridge and landing on his feet. It concluded: the review of the design parameters indicate that it is adequate for the intended use. The complaint conditions indicate that the events causing this complaint are outside the design limits of this part.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Lot # 6671607. Not previously reported. Part received by manufacturer: 11/12/2013. Date received by manufacturer: 11/12/2013. A review of device history records was performed and no complaint related issues were found. The manufacturer evaluation was performed. The plate received condition was in two broken parts with some additional minor marking/scratching consistent will normal field usage. Measurements at the hole in which the part broken were unobtainable. All other pertinent related dimensional features that could be measured passed per inspection sheet. The inspection/measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features at undamaged locations. Due to the returned part condition, all related features are not measurable. The device has been received and is currently in the evaluation process. Investigation is ongoing;no conclusion can be drawn.